Manufacturer narrative:
The returned tmj mandible was evaluated for the complaint of not fitting the patient. The mandible was found to fit the returned model with no issues and there was no sign of damage. With the information provided, the complaint could not be substantiated and the most likely underlying cause could not be determined.

Event description:
Surgeon reports the custom tmj implant did not fit correctly during surgery and the surgery was delayed over one hour.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product return has been requested but not yet received or evaluated by the manufacturer. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.